Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received with the handle seam open and separated. However, the device was cycled and the remaining clips were conforming according to manufacturing specifications. No malformed clips or dropping or ejected clips were noted during functional evaluation. It could not be determined what may have caused the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process. Broken handle.

Event description:
It was reported that during an esophagectomy procedure, there was some difficulty in grasping the firing trigger. Also, the clip was ejected at the loading. The event occured twice in a row. Another device was used to complete the case. There were no adverse consequences to the pt.